Event description:
A report was received that the patient underwent a pocket revision due to pocket discomfort. The old ipg was replaced with a new one and was moved to another location per patient's preference. The device was working properly prior to explant. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.